Event description:
A report was received that the patient underwent a pocket revision procedure for an unknown reason.

Event description:
A report was received that the patient underwent a pocket revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for the pocket revision procedure was for pocket pain and discomfort.

Event description:
A report was received that the patient underwent a pocket revision procedure for an unknown reason.